Event description:
The cortex screw broke during insertion. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The visual investigation revealed the cortex screw broke below the screw head at the second thread pitch. When examining the fracture surface of the cortex screw using the scanning electron the investigation concluded that the failure was caused by torsion overload. Shearing tongues and dimples characterize the area corresponding to the over load, which is typical for a rupture forced fracture. The failure of the investigated screw was due to torsional forces which led to overload and breakage. The investigation determined this complaint to be invalid.